Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. The complaint for split sheath distal tip was unable to be confirmed due to unavailability of returned device/procedural imagery. Since no device lot number was provided, a review of the device history record and lot history were unable to be performed. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during a transcatheter aortic valve replacement procedure by transfemoral approach, the commander delivery system balloon ruptured during valve deployment. The 26mm s3ur valve was successfully implanted. The delivery system was unable to be pulled all the way back into the 14fr sheath. It was also noticed that the sheath was split at the distal tip." In this case, an altered balloon profile (burst balloon) could cause the system to catch onto the sheath tip, leading to increased withdrawal forces. As a result, the operator could have applied high withdrawal forces to overcome the experienced difficulty. Doing so could subject the distal tip toward damage (i.e. Split), as reported. As such, available information suggests that procedural factors (withdrawal of burst balloon, high withdrawal forces) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-04765. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the commander delivery system balloon ruptured during valve deployment. The 26mm s3ur valve was successfully implanted. The delivery system was unable to be pulled all the way back into the 14fr sheath. It was also noticed that the sheath was split at the distal tip. After a few attempts, 95% of the deployment balloon was able to get back into the sheath. Everything was pulled out as a unit over the sheath. Manta was used to close the access site. Bleeding was noted at the site due to the sheath and exposed balloon removal and pressure was held. The patient recovered fine. The devices were discarded.